Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the unit was found broken on a (B)(6) patient.

Manufacturer narrative:
Submit date: 07/11/2013. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information on 06/20/2013, 07/01/2013, 07/02/2013, 07/08/2013, and 07/11/2013. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.